Manufacturer narrative:
A universal surgical manipulator (usm) came into failure analysis with reported problem and the failure was confirmed and replicated. The unit was tested on an in-house system in normal mode where it triggered an error 319. Unit was also tested on patient side cart fixture test platform (pftp) where it failed the fiber test due to the rolling loop fiber low descending values. Golden rolling loop fiber cable was installed and passed fiber retest.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that arm 4 was not working anymore. Prior to calling customer deactivated arm 4 and the procedure was completed with 3 arms of the system. The procedure was completed with no reported injury.